Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of solution flow between bags and the patient not capping the patient line when disconnecting. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding assistance with one supply bag drained into the second supply bag on the homechoice (hc) unit during use. Home patient (hp) stated that she was not sure what to do so she disconnected and capped off the transfer set but not the patient line on the hc. Tsr assisted with end of therapy early procedure. Hp to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.